Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system during insertion. The iol was removed and another iol implanted. The patient experienced corneal edema following the surgery which cleared substantially. The surgery indicated the patient's outcome was excellent. Visual acuity (va) prior to iol implantation was 20/60. Va after iol implantation was 20/15.